Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after dinner while using the ilet with a cgm and had already initiated oral glucose treatment before contacting support; recent changes included a new infusion site on the front thigh placed earlier that day, and the pump had been correcting elevated glucose between lunch and dinner before the meal announcement, after which glucose trended low. Symptoms included hypoglycemia. Outcomes included stabilization of blood glucose following treatment and sensor calibration, with no hospitalization. Investigation included troubleshooting and education regarding site change, meal announcement timing, and verification of glucose values by fingerstick and cgm calibration. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear, with potential contributory factors including recent site change location and timing of automated corrections relative to meal dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.